Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's insertion site hurt. Her blood glucose was 479 mg/dl. Which she treated via insulin pump bolus followed by manual insulin injection. During troubleshooting, she resolved the no delivery alarm by changing her infusion set and reservoir. She discovered that there was blood on the infusion set, but no active bleeding at her site. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.